Event description:
During an implant procedure, the stylet could not be removed from the left ventricular (lv) lead. The lead was replaced and the patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information received indicates the product was previously reported in MDR-2017-53433. Related manufacturer report number: 2017865-2017-35901.